Event description:
Edwards implant patient registry received information that a 31mm mitral valve was explanted after an implant duration of 15 years, seven months, due to mitral stenosis. Echocardiography revealed thickened and restricted leaflets. The explanted device was replaced with a 33mm mitral valve. The patient was transferred to ICU in critical but stable condition. Patient was discharged on pod #9 in improved condition. It was reported the valve did not malfunction.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it was discarded. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A manufacturing related issue was not identified. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards implant patient registry received information that a 31mm mitral valve was explanted after an implant duration of 15 years, seven months, due to mitral stenosis. The explanted device was replaced with a 33mm mitral valve. Patient was discharged. It was reported the valve did not malfunction. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint".

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.